Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section d9, update section h3, and to provide the completed investigation results. This report is being resubmitted as follow up no. 2 since when it was intially submitted on 28jul2023 it failed for being a duplicate because section g6 inadvertantly was said follow up no. 1 instead of follow up no. 2. [Inspection of the actual sample] the actual sample was not returned and the analysis of it could not be performed. [Record review] three other similar cases have been reported from other facilities in the past two year for the involved product code. In all the three cases, the fracture was considered to have been caused by overloading during use, therefore, it was concluded that the fracture was not due to a defect in manufacturing. [Cause of occurrence/conclusion] since the involved lot number was unknown, the manufacturing record and the shipping inspection record of the product with the involved product code/lot# could not be reviewed. In addition, since no actual sample was returned, analysis of it could not be performed. The cause of occurrence could not be clarified. Relevent IFU reference: "when using a drug or a device concurrently with the guide wire m, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the guide wire m. For example when using the guide wire m with any device that emits energy (laser, pressure, ultrasound, etc.) Confirm that the guide wire m is retracted into apposition where it will not be impacted by the energy." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during transurethral lithotripsy (tul) procedure, lithotripsy was performed with hard ureteroscope while terumo radifocus guidewire was in place, and then when the hard ureteroscope was replaced with a soft ureteroscope, the guidewire (possibly the distal end) was left behind in the patient. The physicians presume that the guidewire was burnt off during lithotripsy with hard ureteroscope. The fractured piece remained in the patient's body (scheduled to be retrieved). The procedure outcome was not reported.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): no: k863138, k923607, k926214. H4: device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the involved lot number was unknown, the manufacturing record and the shipping inspection record of the product with the involved product code/lot number could not be reviewed. In the past two years, two other similar cases were reported by other facilities for the involved product code. In these previous cases, it was assumed that the products were fractured due to external force during usage, therefore, it was concluded that the fracture was not caused by manufacturing defect. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section d4 catalog #. In the initial report the catalog # was inadvertently reported as rf-ga35183. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.